Event description:
It was reported, the customer had damage to their insulin pump. Customer stated their reservoir compartment was broken. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.